Event description:
The user facility reported an 80-year-old male patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that while on support the patient experienced irregular rhythms, an echocardiogram was done, and pump was turned down to p-3. It was also reported that upon removing the cp under fluoroscopy there was thrombus in the left iliac artery and left common femoral artery. Multiple attempts were made with pneumbra to remove clot, but it was unsuccessful. The patient was sent to surgery for surgical cutdown. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Manufacturer narrative:
The investigation of ventricular tachycardia/ventricular fibrillation (vt/vf) and thrombus has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf and thrombus was not determined. As noted in the impella instructions for use: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." B.7 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-12885. E.4 should have been left blank in initial manufacturer device report number 1220648-2024-12885 as it is unknown the initial reporter also sent the report to the FDA. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-12885 in accordance with updated procedures.